Event description:
It was reported that the lead dislodged during slitting of the sheath. A new sheath was used to implant the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).